Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a dislodgement during an ablation. It was noted that the patient experienced arrhythmia and frequent premature ventricular contractions. The ra lead was programmed off and is scheduled to be revised. No further patient complications have been reported as a result of this event.